Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports that the catheter was inserted (B)(6) 2014 into the right upper extremity, basilic vein, below the antecubital fossa. There was continuous infusion through both lumens of the catheter until (B)(6) 2015 when the catheter was determined to be leaking just below the butterfly where the catheter is joined. The catheter was not replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.